Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correcting the following information: correcting UDI # from (B)(4) to unknown. This is a follow up report for this corrected information. Removing component code 887. This is a follow up report for this corrected information. Device received for this event is being corrected from ank c/x impl b8/d4.5/l8 catalog # 17-0552 to unknown ankylos cx abutment catalog # unk ankylos cx abutment. This is a follow up report for this corrected information.